Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a stent insertion procedure. According to the complainant, the stent was being implanted due to a malignancy. The patient's anatomy was not tortuous, and had been dilated prior to the stent placement. During the procedure, the stent was in position and attempted to be deployed; however, the stent was not able to be released. There was no visible damage to the device. The stent was removed from the patient partially deployed. The procedure was not completed due to this event and it is unknown if the physician plans to place a stent at a later date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a stent insertion procedure. According to the complainant, the stent was being implanted due to a malignancy. The patient's anatomy was not tortuous, and had been dilated prior to the stent placement. During the procedure, the stent was in position and attempted to be deployed; however, the stent was not able to be released. There was no visible damage to the device. The stent was removed from the patient partially deployed. The procedure was not completed due to this event and it is unknown if the physician plans to place a stent at a later date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was returned with the distal end partially deployed by approximately 140 mm. During analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No other issues were noted to the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.